Event description:
The dragonfly optis catheter was used for a follow-up case of a placed stent (des). Before oct imaging, ffr measurement was performed with a pressurewire x, wireless. After that, using the pressurewire x, wireless as a guidewire, the catheter was attempted to cross into the lesion but it could not be passed through. Therefore, another, non-abbott, guidewire was also inserted. The catheter could be crossed into the lesion and used for oct imaging. After that, the catheter got stuck while withdrawing from the patient. It was suspected that the catheter got caught with the placed stent, so poba with a balloon was performed inside the stent, which allowed the removal of the catheter from the patient. The distal part of the catheter was found stretched. Patient specific information of patient identifier, age or birthdate, gender, and weight are not available for this complaint.

Manufacturer narrative:
The reported event of the catheter stuck, distal end stretched and a positioning issue was confirmed. The results of the investigation concluded that the catheter had been kinked between the lens and the guidewire exit port; the guidewire exit port had been stretched. Information from the field stated that when the dragonfly optis imaging catheter could not cross into the lesion, a non-abbott guidewire was also inserted as a support wire during use, which is consistent with the reported event of the catheter distal end found stretched and the stuck catheter. The dragonfly optis imaging catheter IFU, artmt100125647 ver. A, states: ¿if resistance is encountered during advancement or withdrawal of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported positioning issue is consistent with the stretched and kinked catheter. Based on the information received, the cause of the stretched and kinked catheter remains unknown. The dragonfly optis instructions for use states the user should observe all advancement and movement of the dragonfly optis imaging catheter under fluoroscopy. The dragonfly optis instructions for use states the user should always advance and withdraw the catheter slowly. Failure to observe device movement fluoroscopically may result in vessel injury or device damage. To assure proper placement do not move the guide wire after the dragonfly optis imaging catheter is in place. The dragonfly optis instructions for use states that if resistance is encountered during advancement or withdrawal of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient.